Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of stent break. Block h11: a flexima biliary stent with delivery system was received for analysis. Visual examination of the returned device found the push catheter and guide catheter kinked, the push catheter suture hole was torn, and the stent was broken. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. The investigation concluded that this event and the additional observed damages were likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (excessive force applied), that limited the performance of the device and contributed to the observed problems. The reported event of a "not clear mark point seen under x-ray" could not be confirmed since this can only be seen during the procedure, and it is not possible to be replicated it in the laboratory of analysis. Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the common bile duct to treat a common bile duct stone during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the ro marker band was present on the delivery system. However, it was not clearly visible under xray, and the stent could not be deployed. Another flexima biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent was broken. Please see block h11 for the full investigation details.